Manufacturer narrative:
Date of event: exact date unknown, event occurred after a year from the date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500 , model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing pain relief. The patient underwent an scs system explant procedure. The explanted ipg and leads were discarded by the medical facility.